Manufacturer narrative:
It was reported that the intraocular lens was returned to the manufacturer for evaluation. Visual examination revealed that the lens was received cut in half. Visual inspection at 10x microscope magnification was performed and viscoelastic (ovd) lubricant residue was detected on the lens optic body. Several scratches near the cut of the lens were observed. The lens condition is consistent with a lens that was inserted and removed from the patient¿s eye. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event or date of birth not provided. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that while inserting a z9002 17.5 diopter intraocular lens (iol) with a pscst30 cartridge the plunger was left off inserter and resulted in the lens being scratched. The lens had to be removed and replaced with another lens. The incision was enlarged in order to remove the lens using an iris hook during the same procedure. The surgery was successful and the patient is doing fine.